Event description:
It was reported that the tip of the monopolar curved scissors instrument wouldn't open fully. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00323 and #2955842-2006-00324.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and confirmed that material becomes pinched at the instrument tips when trying to cut. Visual inspection revealed that one blade edge is chipped at the base of the blade and the blade edges were slightly rounded at the tips, which negatively affected cutting performance. Engineering also observed that the instrument main tube had various light scratches at the distal end and veery light abrasion was also noticed at the midpoint of the tube. No other damage was found.